Manufacturer narrative:
A 4fr 100cm glidecath, the implant coil, and a glidewire stuck within the microcatheter were returned. The pusher was detached from the implant coil and not returned. Approximately 8cm of the coil is extending from the distal tip of the microcatheter. Approximately 2cm past the distal tip of the microcatheter is a portion of the damaged coil with the hydrogel present. Evidence of coil stretching is seen in the microcatheter. The monofilament knot-tie is intact on the implant. There was no evidence of a kink in the microcatheter. Based on the investigation, the complaint of a coil detachment was confirmed; however, the full length of implant coil was intact. The pusher was not returned for evaluation. Based on the information provided by the customer, it is possible that during multiple attempts to withdraw and advance the coil in the microcatheter, the device was subjected to forces that exceeded its strength specifications; however, the exact root cause of the complaint could not be determined. Based on the investigation, the complaint of a detached coil could not be confirmed; the full length of the implant was present, and there is no evidence that the implant was broken. The root cause could not be determined.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during repositioning of the coil during a balloon assisted embolization treatment, the coil detached in the catheter. An attempt was made to push the coil into the treatment area with a guidewire; however, the coil would not advance. Both segments of the coil were removed in their entirety with the catheter. There was no reported intervention or patient injury. The patient is reported to be fine.